Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B) (6) 2009. According to the complainant, the patient came into the hospital on (B) (6) 2009 with elevated bilirubin (+149) and jaundice. The physician implanted a wallstent rx biliary stent to relieve the symptoms from an inoperable distal malignant biliary stricture in the common bile duct. The patient returned to the hospital on (B) (6) 2009. On (B) (6) 2009, with her bilirubin still elevated at 123 and her c-reactive protein (crp) at 205, the physician decided to perform a second ercp to examine the stent. The physician discovered that the stent had dislodged into the duodenum and removed the stent. The physician did not place another stent due to limited access to the site due to tumor progression. The patient was not jaundiced at this time and the physician decided to just observe the patient. The following day, the patient was ¿tired¿, but did not complain of any pain. The patient was able to stand up the first night after the procedure and drank a small amount of water. The patient was discharged on (B) (6) 2010.

Manufacturer narrative:
(B) (4) (complications). The complainant did not provide information regarding the device; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).